Event description:
The wire jammed in the tensioner and would not release. This is 1 of 2 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A piece of wire is visible in the slots when the tensioner is tensioned which jammed the mechanism. The wire cannot break if used in accordance with instructions. Broken wire strands are visible inside the device. How the event occurred is undetermined. The broken wires are indicative of improper usage, as the wires cannot break if used in accordance with the surgical technique. No product defect was not found. The lot number is known and a review of the device history record is not yet available.